Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that one year ago the customer's blood glucose was between 400 mg/dl and 500 mg/dl; the customer was upset that he had to take a shot that day. The caller stated that the customer passed away in a hospital on (B)(6) 2015. The cause of death is still unknown; the death certificate has not been received yet. The caller stated that they believe it was heart related. The caller stated that the customer was standing, eating breakfast at 10. The caller heard a thud, and the customer was face down in the room, gasping. The customer had neuropathy, issues with the eyes, kidney trouble, had heart attacks-a large one in 1988. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The insulin pump was destroyed and is not available for return.